Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an intervention, the rotating hemostatic valve (rhv) was difficult to screw tight and a leak was noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible the device was not fully connected/tightened; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported leak cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: device code 1371-removed.